Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting,it was discovered that a clamp on an unused supply line was left open. It was reported that the caps were on the supply line. The technical service representative assisted in ending therapy and advised the patient to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where unused supply line clamps were left open resulting in air in the patient line without an alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.